Manufacturer narrative:
After battery installation, the insulin pump battery tube and battery overheated and pump alarmed insert battery constantly due to corroded battery tube power board and battery tube. Analysis was unable to perform functional testing including self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify power loss alarms due to corroded battery tube assembly. No blank display anomaly noted. The insulin pump was received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was over heating and shut off with no error message. Customer reported that pump was getting very hot. Customer's blood glucose was 532 mg/dl and was treated with insulin pump. Troubleshooting was performed and customer was advised that insulin pump would need to be replaced. Insulin pump would be returning.